Event description:
According to the reporter, pre-operatively, the needle and thread was broken upon opening. Another device was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.